Manufacturer narrative:
The site declined to provide patient information, referencing japan's privacy laws. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeons alleged an inaccuracy in patient registration. During registration at c2 an issue occurred where the test point tracks migrated to c3 after the sixth point with surface after point. Level error was suspected, however, there was no error with the c-arm and the issue remained the same when using various registration methods. Next only c3 had surface after point registration at c2/3, and moved forward to navigate with accuracy of 0.3. Doctors have confirmed c2 and c-arm were used adjunctively. Following the procedure and x-ray showed that atlantoaxial subluxation was treated perfectly. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The exam from the procedure in question was analyzed and a medtronic technical representative attempted to replicate the issue in house. Exams showed no technical reasons for the inaccuracy and the issue could not be replicated. No further subsequent issues have been reported from the site.